Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient that the patient came to the emergency room (ER) with low flow alarms. It was noted the patient thoracic aorta (ta) chest /aorta repeated given the patient had known outflow graft obstruction (MFR 2916596-2025-02221) which appeared stable compared to prior (approx 50% obstruction). Log files were sent for review. The log files captured intermittent low flow alarms as well as brief low flow estimates when the pulsatility index (pi) was elevated starting on (B)(6) 2026 from 09:20 to 09:41. The estimated flow briefly fluctuated below 2.5 liters per minute (lpm) threshold. The estimated flows were averaging from 0.9 to 2.4 lpm and pi averaging from 3.7 to 10.7 during these events. There did not appear to be any type of external mechanical circulatory system (mcs) equipment issues causing these events. The event log file also contained clusters of pi events throughout. Based on the log files the mcs equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
It was previously documented that the patient had a "stable" outflow graft obstruction. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although, a specific cause could not be conclusively determined. The submitted controller event log file contained data from on (B)(6) 2026 per timestamp. On (B)(6) 2026, multiple low flow hazard alarms were captured due to the estimated flow decreasing below the low flow threshold. Of note, pulsatility index (pi) values appeared to be elevated during some of the low flow events. The pump appeared to function as intended at the fixed speed and there were no other notable events captured in the log file. The provided information indicated a computed tomography angiography (cta) was performed due to a patient history of extrinsic outflow graft obstruction (eogo) (MFR. Report#: 2916596-2025-02221). The eogo appeared stable in comparison to prior scans. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided. The patient remains ongoing on lvas, serial number: (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, entitled "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4 of the IFU, entitled ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, entitled ¿alarms and troubleshooting,¿ instructs user on how to identify and troubleshoot low flow hazard alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency room (ER) with low flow alarms. It was noted that the computed tomography angiography (cta) of the chest /aorta was repeated given the patient had known outflow graft obstruction (MFR: 2916596-2025-02221) which appeared stable compared to prior (approx 50% obstruction). Log files were sent for review. The log files captured intermittent low flow alarms as well as brief low flow estimates when the pulsatility index (pi) was elevated starting on (B)(6) 2026 from 09:20 to 09:41. The estimated flow briefly fluctuated below 2.5 liters per minute (lpm) threshold. The estimated flows were averaging from 0.9 to 2.4 lpm and pi averaging from 3.7 to 10.7 during these events. There did not appear to be any type of external mechanical circulatory system (mcs) equipment issues causing these events. The event log file also contained clusters of pi events throughout. Based on the log files the mcs equipment was operating as intended electronically and mechanically.